Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (angulated aortic neck). Incorrect technique/procedure (stent graft was used in a patient with a severely angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck). Operational context contributed to event (stent graft was used in a patient with a severely angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter x 61 mm length fusiform shaped abdominal aortic aneurysm approximately one month ago. The proximal neck was 28 mm in diameter and the aortic neck angle was 100 degrees. After the endurant bifurcated stent graft enbf3216c145ej was deployed there was a type I endoleak seen on angiogram. An endurant cuff encf3232c49ej was implanted; however, the endoleak did not resolve and touch-up was done with a balloon. The type I endoleak still did not resolve. The endoleak was attributed the aortic neck angle below the renal artery which made this a difficult case. The decision was made to not further intervene as the endoleak may resolve on its own. The physician will monitor the patient. No further information was provided and the patient is fine.